Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that following a cardizem infusion through a peripheral IV, a nurse in the emergency room flushed the needleless valve with saline and experienced blood backing up into the extension tubing as the internal piston remained depressed when the syringe was disconnected. This product had been in use for twenty four hours. The customer states that there was no patient harm.